Event description:
Patient presented with pain in her left knee. She was worked up for infection and brought to the operating room for incision and debridement procedure. It was decided that since the insert was several years old it would be replaced. A (B)(4) was removed and a new insert with the same product number was inserted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented with pain in her left knee. She was worked up for infection and brought to the operating room for incision and debridement procedure. It was decided that since the insert was several years old it would be replaced. A 5532-g-313 was removed and a new insert with the same product number was inserted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and additional information were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.